Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during an intervention, the smart flex 5mm x 60mm x120cm vascular ses (self-expanding stent) delivery system could only be partially released. The physician succeeded in retracting the stent with the stent delivery system and the sheath introducer. A new stent was implanted successfully. A short sheath introducer (unknown) was used on an antegrade approach. There was no reported patient injury. The device was returned for analysis. One non-sterile smart flex 5x60 vas 120cm was received for analysis inside a plastic bag. No original packaging was returned. Also, a 6f cordis catheter sheath introducer was received along the unit. The valve of the unit was received partially locked/closed. Per visual analysis, the stent was observed fully deployed from the unit. However, the stent was observed stuck inside the returned csi. In addition, the outer sheath was observed separated approximately at the hub area. No other anomalies were observed. Per functional analysis, deployment test of the stent couldn¿t be performed since the outer sheath was observed separated and the stent was already deployed from the unit, as received. Per dimensional analysis, usable and outer sheath length of the unit couldn¿t be properly measured due to the separated outer sheath condition of the unit, as received. Per microscopic analysis, results showed that the separated area of the outer sheath of the smart flex 5x60 vas 120 cm unit presented evidence of elongations. Plastic deformation resulting in diameter reduction, thickness reduction and tension marks were observed on braid wires. Also, ductile dimples were found on the separated braid wire surfaces. The elongations found on the outer sheath material, the ductile dimples and plastic deformations resulting in tension marks, diameter reduction and thickness reduction, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the outer sheath material was induced to a tensile force that exceeded the braid wire and outer sheath material yield strength prior to the separation. No other anomalies were observed during microscopic analysis. A product history record (phr) review of lot 237223 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses ¿ deployment difficulty ¿ partial deployment¿ was not confirmed since stent was already deployed from the unit, as received. The stent was observed released/stuck inside a 6f cordis csi device. Also, the outer sheath of the unit was observed separated, as received. However, per microscopic analysis on the separated outer sheath, results showed that the observed outer sheath presented evidence of elongations and its braid wires presented plastic deformation, diameter reduction, thickness reduction, tension marks and ductile dimples. The previous material characteristics/damages observed on the outer sheath are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the outer sheath material was induced to a tensile force that exceeded the braid wire and outer sheath material yield strength prior to the separation. Per the observed damage condition of the unit, as received, it is probable that procedural factors and or handling factors such as the user¿s excessive force during the interaction with the device as evidence by the product analysis (tensile forces resulting in elongations, tension marks and plastic deformation) as well as vessel characteristics (although unknown) may have contributed to the reported event. According to the instructions for use ¿safety and effectiveness has not been demonstrated in: lesions that are either totally or densely calcified. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. It is unknown if the device will be returned for testing and evaluation.

Event description:
During an intervention, the 5mm x 60mm x120cm smart flex vascular ses (self-expanding stent) delivery system could only be partially released. The physician succeeded in retracting the stent with the stent delivery system and the sheath introducer. A new stent was implanted successfully. There was no reported patient injury. A short sheath introducer (unknown) was used on an antegrade approach. The device is expected to be returned for analysis.